Manufacturer narrative:
Manufacturing evaluation - samples received: 2 open pouches. Analysis and results: there are previous complaints of the same code-batch regarding the same issue. There are no units in stock in b. Braun surgical warehouse. We have received two open pouches that contain one ampoule each one. Both ampoules present longitudinal cracks and one of them has no tip. However, the ampoules of the open sample received have been optically evaluated and a defect in the sealing bar of the ampoules (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record of this product, there are no incidences related to this issue, and the product was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with 2 histoacryl packs. After opening the packet, it was found that the glue had leaked. There was no patient harm. Additional information was not provided.